Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (pulse test failure) was confirmed. Upon investigation the monitor delivered a monophasic pulse during incoming pulse testing. In addition, the q12 and q16 insulated-gate bipolar transistors (igbts) had shorted. The cause fo the pulse test failure is the monophasic pulse and shorted igbts. The root cause investigation found that there is a remote possibility that tolerance stack-ups for four capacitors on the defibrillator pca and two capacitors on the computer/analog board may intermittently result in a monophasic defibrillation waveform rather than a biphasic waveform. Root cause investigation into igbt failures is underway. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it failed testing.